Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit, diabetic ketoacidosis and dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.g973usqu9ixe1. Hardware: sm-g973u. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 474 mg/dl while wearing the pod for longer than 48 hours. The cannula got stuck on the adhesive of the pod and the adhesive was wet with insulin. Symptoms reported include hyperglycemia and the patient experiencing deep breathing, nausea, extreme dry mouth and a bit disoriented. The patient was treated with 2 full bags of unspecified intravenous fluids, 1 dose of zofran ,1 dose of reglan and intravenous insulin. The pod was removed and discarded before going to the emergency room. The patient was discharged from the emergency room the same day.